Event description:
Patient was implanted with distal fibula plate and screw construct on an unknown date. On an unknown date, patient developed an open lesion over the proximal part of the plate. Patient returned to the o.r on (B)(6) 2012 and all hardware was removed. The surgeon placed woundvac on the open lesion, no new hardware was implanted, and it is reported that the patient is recovering well. Soft tissue cultures and the hardware were sent to hospital pathology to test for possible infection. This is 7 of 11 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed.